Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor alarmed calibration error and blood glucose was 400 mg/dl. Customer treated the high blood glucose with bolus and shot. Customer reported sensor and blood glucose had large differences, low isig, bent sensors and got multiple threshold suspend. Troubleshooting was done. The customer was advised that sensor would be replaced. No further information provided.